Event description:
It was reported the customer had cosmetic damage on their insulin pump. Customer stated there was a piece missing from their battery compartment. It was also found the customer had an unexpected restart alarm on their insulin pump. Customer also noted a black dot on their insulin pump's screen. The customer's blood glucose was 179 mg/dl. Customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the unexpected restart error test, no alarms noted during testing. The device had minor scratched display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.